Event description:
It was reported that the arm rests would not hold weight and the brakes will not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.